Manufacturer narrative:
The customer reported blood was gushing and returned one used sample of unknown material and lot. Upon initial visual examination, the set had no defects or abnormalities. The set was infused by gravity with water, and when the male luer was capped, the leak was found. The water was leaking at a high rate from the male luer/tubing bonded connection, and the tubing was able to be pulled out with minimal effort. There was not a watertight connection made by the solvent when the tubing was assembled to the luer. The tubing was examined under a microscope, and was found to be scrunched up by solvent, and appears to have been shoved incorrectly into the luer connection. The manufacturing plant found the root cause for the leakage to be related to incorrect insertion of the tubing into the male luer by assembly personnel. The plant instituted several preventative measures as a result of this complaint. These include training on all 3 shifts to carry out verification at the leak station, review and adjustment of vision system for the detection of defects, change delring nest guide (on solvent dispenser), change main conveyor belt, and purchase of new pins for better alignment. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Bd alaris smartsite pump infusion set material number updated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that when they were connecting the primary tubing to the patient, blood was "gushing" out of the tubing, not the IV. They attempted to disconnect and reconnect, but the issue continued.